Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, uncontrolled diabetes mellitus, immediate implantation, inadequate bone quality/quantity, inflammation, mobility. Mm2024_1945 and 2024_1946 are the same patient.